Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# fc-(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. It was noted there were brief periods of bradycardia during implant that were not of concern to the surgeon or anesthesiologist. Later that day, the patient had experienced a code blue and was unresponsive. An MRI was planned. It was noted the patient woke approximately five days after implant.